Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6. H6 code - health impact has been corrected from "4633" to "4632" from initial medwatch.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. The evaluation findings are as follows: the ceramic tip of the sheath is broken off. Additionally, rust and stress cracks observed on the sheath (non-reportable). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the event was likely caused by the following: thermo-mechanical fatigue, wear, and tear, and/or improper handling (impact, shock). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning - infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel.¿ ¿inspection and testing -inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches¿. ¿ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures).¿ ¿warning - risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ ¿damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ this supplemental report includes a correction to the following fields: a1, d4, e1, e3, g2 and h4. Also, new information has been added to d8 and d9. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure at an unknown date, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient's body cavity. The broken off fragment could be retrieved successfully, but the intended procedure was prolonged by about one hour. However, there was no patient injury.